Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter tip broke. This was discovered on 6 occasions. The following information was provided by the initial reporter: newborn is admitted from the delivery room, who is born on (B)(6) at 11:42 p.m., enters the neonatal unit, with a newborn diagnosis of (B)(6) weeks of gestation with low weight and intrauterine growth retardation. According to medical order: you should leave nothing orally, channel vein, start intravenous fluids. Peripheral venous cannulation procedure is performed, 6 cannulation attempts are made and cannulation is not possible. Said procedure, the 6 canalization attempts, were carried out with venous safety catheters number 24. Said procedure was carried out by 4 different people, all from the nursing union, who are: (B)(6). What they did next: the pharmacy was called and fortunately there was a venous catheter that is not safety, with which a single attempt was successful venous cannulation. There is no right to have a baby be punctured. What could have failed: security venous catheters number 24 are not suitable for channeling peripheral veins in newborns. These catheters are difficult to insert through the skin and the vein. These catheters break the veins of babies very easily. These catheters can only be used in large caliber veins and in neonates these veins must be preserved intact for when the newborn requires an epicutaneous catheter. These catheters at their tip break very easily when inserted into the skin. These catheters do not have good venous return to visualize when the vein is channeled. These catheters very easily detach the catheter from the mandrel, and this damages the vein by channeling it. As a result of this we have babies that are punctured several times.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter tip broke. This was discovered on 6 occasions. The following information was provided by the initial reporter: newborn is admitted from the delivery room, who is born on (B)(6) at 11:42 p.m., enters the neonatal unit, with a newborn diagnosis of 37 weeks of gestation with low weight and intrauterine growth retardation. According to medical order: you should leave nothing orally, channel vein, start intravenous fluids. Peripheral venous cannulation procedure is performed, 6 cannulation attempts are made and cannulation is not possible. Said procedure, the 6 canalization attempts, were carried out with venous safety catheters number 24. Said procedure was carried out by 4 different people, all from the nursing union, who are: chief carmen tulia álvarez, chief constanza amaya, nursing assistant paola gainze, nursing assistant carmenza romero. What they did next: the pharmacy was called and fortunately there was a venous catheter that is not safety, with which a single attempt was successful venous cannulation. There is no right to have a baby be punctured. What could have failed: security venous catheters number 24 are not suitable for channeling peripheral veins in newborns. These catheters are difficult to insert through the skin and the vein. These catheters break the veins of babies very easily. These catheters can only be used in large caliber veins and in neonates these veins must be preserved intact for when the newborn requires an epicutaneous catheter. These catheters at their tip break very easily when inserted into the skin. These catheters do not have good venous return to visualize when the vein is channeled. These catheters very easily detach the catheter from the mandrel, and this damages the vein by channeling it. As a result of this we have babies that are punctured several times.